Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had a status of eri (elective replacement indicator) 24 months post implant. The device was explanted. A new ICD was successfully implanted.